Manufacturer narrative:
The customer declined the option to have their glidescope video baton 2.0 large returned to verathon for evaluation. Since the device was not returned to verathon for evaluation, the cause could not be determined. Review of complaint history for the reported video baton serial number: (B)(4) did not identify any previous complaints reported to verathon. Trending analysis for the glidescope video baton 2.0 large does not identify any trends exceeding acceptable limits. Review of the system risk assessment confirmed that the risk associated with the hazardous scenario has been adequately captured and characterized by verathon. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
A customer reported that during a patient procedure, using a glidescope video baton 2.0 large, the image would intermittently disappear when the user put pressure with their thumb against the cable/baton junction. They reported that by taking their hands off the cable, the picture would reappear. No delay in the procedure, use of a backup device, or harm to the patient was reported.